Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
Per the mw5063068, reported through the FDA voluntary event reporting process, the manufacturer was informed that during a ureteroscopy procedure the stent broke. Another stent was available and used to complete the procedure. As of this date, patient outcome is unknown as information was not provided by reporter.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4). Product has not been received and the investigation is ongoing. A follow-up report will be send on completion of the investigation.

Event description:
Per the mw5063068, reported through the FDA voluntary event reporting process, the manufacturer was informed that during a ureteroscopy procedure the stent broke. Another stent was available and used to complete the procedure. As of this date, patient outcome is unknown as information was not provided by reporter

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, manufacturing instructions, specifications, and quality control of the device was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: the complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
Per the mw5063068, reported through the FDA voluntary event reporting process, the manufacturer was informed that during a ureteroscopy procedure the stent broke. Another stent was available and used to complete the procedure. As of this date, patient outcome is unknown as information was not provided by reporter.